Event description:
Pt admitted for complaint of chest pain. Chest x-ray noted: identifying a fracture of left subclavian port-a-cath. The majority of the catheter lies within the superior vena cava and right atrium.